Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that on an unknown date, the patient was hospitalized for peritonitis. Treatment for the peritonitis was not reported. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient outcome was not reported. Action taken with pd therapy was not reported. Additional information is not available as it was reported to be declined. For follow up.